Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable elecsys ft4 ii assay results for two samples from one patient when compared to the results from a centaur analyzer. The customer thought the patient had painless thyroiditis, but "suspects a different antibody." The questionable results were reported outside of the laboratory but were questioned by the physician. There was no allegation of an adverse event. From the information provided, a general reagent issue could most likely be excluded. The ft4 values generated by different analyzers can generate different values due to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used.

Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.